Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for follow up, pocket infection was observed. The physician decided to remove the whole system. The explant procedure was successful. Patient was in stable condition.